Manufacturer narrative:
(B)(4). During evaluation of a homechoice hardware device, the alarm was confirmed through the event history log review. This alarm is indicative of a potential malfunction of the disposable cassette. As the cassette was not returned and the lot number is unknown, a device analysis of the cassette cannot be completed.

Event description:
During evaluation of a returned homechoice device, a system error 2240 alarm (air in line) was identified in the log, which indicates a potential malfunction of the disposable cassette. The alarm occurred on (B)(6) 2013 at 23:09:03. No additional information is available.